Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with cephalosporin (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The event was reported to have occurred on an unreported date at the beginning of (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.